Event description:
Nurse was setting up for a new admission, and the solution leaked out of the set. The pump was alarming both 'occluded' and 'air in line'. While trying to fix the 'air in line' error nurse noted the IV line to be leaking in the silicone segment that goes into the pump. No pt harm reported, tubing was changed out with no impact on pt.

Manufacturer narrative:
Manufacturer's report date: 02/11/2009. The IV administration set was received. The investigation is on-going. A follow up report will be filed upon completion of the investigation.